Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 24mar26: section b. Box 5. Describe event or problem. Section h. Box 6. Medical device problem code 2.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery using a penumbra system red 72 silver reperfusion catheter (red72 silver), a sendit delivery device (sendit), a benchmark bmx96 access system (bmx96), and an 8fr short sheath. The physician made one pass in the target location using the red72 silver to remove clot. After the pass, while removing the red72 silver with the clot, the physician experienced resistance and the proximal end of the red72 silver had fractured. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned penumbra system red 72 silver reperfusion catheter (red72 silver) confirmed a fracture on the proximal end. Evaluation revealed that the catheter was fractured underneath the strain relief. This type of damage may occur if the red72 silver is manipulated against resistance at an angle during use. Based on the reported complaint, the root cause of this damage could not be determined. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure, using a penumbra system red 72 silver reperfusion catheter (red72 silver), and a sendit delivery device (sendit). During the procedure, it was reported that the red72 silver fractured near the hub. Therefore, the red72 silver was removed. The procedure was completed using a new catheter. There was no report of an adverse effect to the patient.